Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
During an in-clinic follow-up, noise was observed on the lead. No intervention has been completed. The patient is stable with no consequences.